Event description:
It was reported that syringe 10ml ll s/c 200 was damaged. The following information was provided by the initial reporter: material no.: 302995, batch no.: 300260. It was reported that the bd 10ml syringe (chc#223 #302295/b-d302995) are damaged in the package (cracks).

Manufacturer narrative:
Because the damage was incurred during transportation of the devices and is intuitively obvious, the product would not be reasonably anticipated to be used and would therefore not be expected to cause or contribute to a death or serious injury. The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2021-03-15. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: the sample was received as an unopened cube (4 boxes shrink wrapped). It is very clear that this is damage in transit, not manufacturing related. No investigation completed as it was determined to be a transportation damage. DHR is not required. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll s/c 200 was damaged. The following information was provided by the initial reporter: material no.: 302995 batch no.: 300260 it was reported that the bd 10ml syringe (chc#223 #302295/b-d302995) are damaged in the package (cracks).